Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the cardiosave intra-aortic balloon pump (iabp) was recognized to be leaking helium. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and confirmed customer complaint of helium leak. To fix the issue, the fse replaced the buna-n o-ring. This corrected the issue, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.